Event description:
A report was received that the pt had lost an excessive amount of weight (not device related) and a pocket revision was performed. The pocket was re-sutured down and the pt was doing well.